Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue with the psm. The psm also failed the in-house weighted brake drop test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although this was found in the site's system logs, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
An intuitive surgical, inc. (Isi) field service engineer was reviewing the site's system logs and noticed multiple system error code on the patient side manipulator (psm). The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no report of patient involvement or any indication that an adverse event occurred.